Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the reload was fully fired and the anvil clamping mechanism was deformed. Engineering evaluation of the cartridge noted that staple pushers were flush or sub flush throughout the cartridge surface indicating the device may have been applied to tissue thickness that is beyond the indicated range of use. Engineering also confirmed the presences of staple strikes in the anvil pockets. The staple strikes indicate that staples were present and deployed during the application. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and flush to sub flush staple pushers may occur under the following conditions: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic prostatectomy, when stapling, the stapler was able to fire, there was poor staple formation and the staple line was incomplete proximally. There were no staples anywhere. The knife blade cut with no staples. They had to clip and sew to complete the case. There was no patient injury.